Manufacturer narrative:
Date sent to the FDA: 9/1/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery, extensive lysis of adhesions, segmental small bowel resection and primary anastomosis on (B)(6)2019 during which the surgeon noted the patient did have distal small bowel adhesions to the right inguinal mesh which was mainly intraperitoneal in location. This encompassed the last 8 inches of the distal ileums. An attempt to lyse the adhesions was not very successful due to the intimate connection between the intestinal wall and the mesh. Therefore it was decided to complete a segmental small bowel resection followed by explanation of the mesh. It was reported that the patient experienced an unknown adverse event. No additional information was provided.